Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a dent and wrinkle were observed on the insertion section and may have caused the brush clog; however, a conclusive root cause was not determined. The event can be detected/prevented by following the instructions for use which state: gif-1200n reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ section 5.5, ¿manually cleaning the endoscope and accessories¿ describes the proper reprocessing method. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed.

Manufacturer narrative:
E1: (B)(6) (added here due to character limitation). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope had a clogged cleaning brush in the channel tube. There were no reports of patient harm.